Event description:
The user reported an intermittent electrocardio-graph signal of the monitor. There was no effect on any pt. Tests on the device revealed an intermittent signal on the preamp assembly. Tests were unable to determine the specific intermittent component. The precise cause of the problem could not be determined. This appears to be a random component failure on a very old device, and no additional investigation is anticipated. The event is not occurring more frequently or with greater severity than is usual for the device.